Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped and inserted through a super arrow-flex (saf) sheath which was inserted in the pts' femoral artery. During the insertion, the iab became stuck in the sheath. The md was able to remove the iab from the saf sheath and requested another iab to be used with the existing saf sheath. The second iab was inserted without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a less than 5 minute delay in intra-aortic balloon pump therapy. The outcome of the pt is "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.